Event description:
It was reported to medtronic minimed that the customer experienced bleeding and differences in sensor glucose and blood glucose values. The sensor glucose was 53 mg/dl and the blood glucose was 88 mg/dl. The customer reported bleeding and did not receive any treatment. The event involved product(s) mmt-7040a, mmt-7040a. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The difference between sensor glucose and blood glucose was 35 mg/l which was greater than 30%. The insulin delivery was suspended due to the sensor glucose (sg) vs. Blood glucose (bg) difference. No further patient complications were reported. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.